Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, minor scratched display window, cracked battery tube threads and broken off reservoir tube lip. Prime alarm during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was getting an error message on the insulin pump whenever she tries to fill the reservoir. Customer stated that there is a little piece on the opposite side of the reservoir that keeps popping out and she keeps pushing it back in while she is disconnected. It was found that the customer was receiving a compromised force sensor system alarm. Customer stated that her blood glucose went as high as 398 mg/dl and as low as 40 mg/dl. Customer stated that the pump has normal wear and tear. Customer stated that the drive support cap is sticking out. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and discontinue use of the pump.